Manufacturer narrative:
Zoll medical corp has not yet received the device. A supplemental report will be submitted if the device is received and when it is evaluated. No adverse event reported.

Event description:
It was reported that during pt care and after 10 minutes of compression, the platform displayed the "system error, revert to manual CPR" message. No adverse event reported.